Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was removed due to a lead fracture. No more information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.